Manufacturer narrative:
Device evaluation by manufacturer: the ekosonic endovascular device (8035167841) was returned to arden hills building c complaint investigation site (cis). The device serial number was verified on the eeprom readout and confirmed to match the labeling on the infusion catheter (ic). The ultrasonic core (usc) was not returned for analysis. Microscopic visual inspection of ic showed cracking on the drug and coolant luers. The device was tested for leaking, and it was noticed that the device leaked water from the drug and coolant port luers where the cracking was present. The reported events of cracking and leaking of liquid were confirmed.

Event description:
It was reported that the connector on the drug port broke, and there was a lysis drug leak. A 106x18cm ekos endovascular device was selected for use during a bilateral left atrial enlargement procedure to treat a vessel occlusion. During the procedure, however, after connecting the catheter to the port in the drug line, the connection was broken, and the lysis drug leaked out. The catheter was then pulled, and no new catheter was placed. There were no patient complications reported and the patient condition was normal.

Event description:
It was reported that the connector on the drug port broke, and there was a lysis drug leak. A 106x18cm ekos endovascular device was selected for use during a bilateral left atrial enlargement procedure to treat a vessel occlusion. During the procedure, however, after connecting the catheter to the port in the drug line, the connection was broken, and the lysis drug leaked out. The catheter was then pulled, and no new catheter was placed. There were no patient complications reported and the patient condition was normal.